Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. Patient reports the skin was red. There was no alleged device malfunction contributing to the irritation. Patient reported the rash occurred while he was in the hospital. Medical staff had the patient remove the lifevest until the rash healed. Patient reports the rash is now healed.